Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle way of suturing during a transabdominal preperitoneal repair, the needle detached. The doctor did not think he was holding with excessive force. The needle did not fall into cavity. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted one needle. The needle was noted to be detached from a suture; suture was not returned. The needle was observed to be damaged at the swaged end. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. If information is provided in the future, a supplemental report will be issued.